Event description:
(B)(4). It was reported that the patient experienced erosion at the vaginal cuff and bloody discharge following the implant of an elevate anterior pc graft device. A revision surgery was performed and "the erosion of 2-3 cm was excised (located at the vaginal cuff) with a small part of the mesh (2cm), the vaginal cuff over that area was re-sutured." The elevate graft remains implanted. The event is considered "resolved without sequelae" on (B)(6), 2013 and the patient status is "good." A follow up appointment was conducted on (B)(6), 2014; the patient status was"good" and the "patient satisfied." There were no further patient complications reported as a result of this event.